Manufacturer narrative:
Please note that this event was previously reported by another manufacturer under #1820334-2025-01504. During the investigation, it was established the device was an unknown zenith fenestrated aaa endovascular graft distal bifurcated body device manufactured by william a cook australia pty ltd.

Event description:
Please note that this event was previously reported by another manufacturer (cook incorporated) under #1820334-2025-01504. During the investigation, it was established the device was an unknown zenith fenestrated aaa endovascular graft distal bifurcated body device manufactured by william a cook australia pty ltd. It was reported that an emergent procedure of an approximately 10 year old zenith fenestrated (zfen-d) repair was performed on (B)(6) 2025. It was reported that the original zfen procedure was completed approximately 10 years ago and the left side was sealed with an unknown zfen-d. The right side limb was a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). It was reported that the iliac disease had advanced and there were bilateral type ib endoleaks that were treated due to an impending rupture. One side was embolized and extended into the external iliac. It was attempted to seal the common iliac with a plan to use a zenith branch endovascular graft iliac bifurcation (zbis) if required as this side was not emergent. It was reported that one side went down. The physician attempted to salvage and open the side, but was unsuccessful. The physician performed a fem-fem bypass that failed followed by another bypass. This resulted in an above the knee amputation. Initial blood work did not come back hit positive, but it was later confirmed that the patient was hit positive. It was reported that during the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zsle-11-107-zt, lot 15805573 was used on the right to extend into the right external iliac. There was no issue with deployment and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for 24 hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion (right zsle-11-107-zt, lot 15805573) was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral to femoral bypass was completed. After the reintervention (thrombectomy and fem-fem bypass) for the occluded right zsle-11-107-zt, lot 15805573 was completed, an amputation was completed (date unknown) and another bypass was completed. It was reported that the patient died on (B)(6) 2025 or (B)(6) 2025.

Event description:
Please note that this event was previously reported by another manufacturer (cook incorporated) under #1820334-2025-01504. During the investigation, it was established the device was an unknown zenith fenestrated aaa endovascular graft distal bifurcated body device manufactured by william a cook australia pty ltd. It was reported that an emergent procedure of an approximately 10-year-old zenith fenestrated (zfen-d) repair was performed on 07-nov-2025. It was reported that the original zfen procedure was completed approximately 10 years ago and the left side was sealed with an unknown zfen-d. The right-side limb was a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). It was reported that the iliac disease had advanced and there were bilateral type ib endoleaks that were treated due to an impending rupture. One side was embolized and extended into the external iliac. It was attempted to seal the common iliac with a plan to use a zenith branch endovascular graft iliac bifurcation (zbis) if required as this side was not emergent. It was reported that one side went down. The physician attempted to salvage and open the side, but was unsuccessful. The physician performed a fem-fem bypass that failed followed by another bypass. This resulted in an above the knee amputation. Initial blood work did not come back hit positive, but it was later confirmed that the patient was hit positive. It was reported that during the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zsle-11-107-zt, lot 15805573 was used on the right to extend into the right external iliac. There was no issue with deployment and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for 24 hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion (right zsle-11-107-zt, lot 15805573) was identified. On 14-nov-2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and fem-fem bypass) for the occluded right zsle-11-107-zt, lot 15805573 was completed, an amputation was completed (date unknown) and another bypass was completed. It was reported that the patient died on (B)(6) 2025 or (B)(6) 2025.

Manufacturer narrative:
Please note that this event was previously reported by another manufacturer under #1820334-2025-01504. During the investigation, it was established the device was an unknown zenith fenestrated aaa endovascular graft distal bifurcated body device manufactured by william a cook australia pty ltd. Please note that medical imaging has now been received and the investigation has been updated to reflect this. The device remains implanted. Medical imaging was received and reviewed by the medical director who commented that on the imaging provided from before the secondary intervention, there are two confirmed type ib endoleaks on both sides. One originates from the zsle into the right common iliac and one originates from the zfen-d into the left common iliac. The medical director confirmed that the zfen-d limbs were crossed over which is not a problem and explains why the zsle is on the right side. The medical director stated that the medical imaging dated 14-nov-2025 (after the secondary intervention) shows that a second zsle has been deployed inside the first zsle but that the whole conduit (zsles plus external iliac artery) has occluded. The medical director was not able to see any kinks or other appearances that would cause an occlusion and stated that the occlusion would almost certainly be due to spontaneous thrombosis which is presumed to have been caused by the patient¿s general poor state of health. The medical director could not identify any fault or failure of the device that would be responsible for the occlusion. The medical director noted that there is no indication on the last CT scans dated 14-nov-2025 of what was done regarding the type ib endoleak on the patient¿s left side (from the zfen-d) and there is no persistent endoleak there. The medical director summarised that the initial procedure gave the patient 10 years of life but the disease progression caused type ib endoleaks, presumably due to the common iliac arteries dilating. The secondary intervention resulted in occlusion and ultimately death. The medical director confirmed that this was not caused by any fault or failure of any of the devices. Three requests for additional information were made, but no additional information was received. The information available was reviewed by the medical director who stated that based on the index procedure being performed more than 10 years ago, two assumptions had to be made. It had to be assumed that the zfen-d was deployed with the long limb on the patient¿s left side, and this sealed directly into the left common iliac artery. It also had to be assumed that no zsle or other iliac limb graft was used on the left side but there was an zsle of unknown specifications used on the right side between the zfen-d short limb and the common iliac on that side. The medical director noted that both sides (right zsle and the left long limb of the zfen-d) developed type ib endoleaks, and stated that: ¿the secondary intervention was done for impending rupture of the abdominal aortic aneurysm (aaa) due to the endoleaks, and presumably the ¿impending¿ nature of the situation was due to rapid recent expansion of the sac due to the endoleaks.¿ the medical director commented that the secondary intervention on the right side involved putting another zsle from the old one down through the common iliac into the external iliac, after coil embolization of the internal iliac to stop any back bleeding. The whole right sided repair blocked about 4-5 days after the procedure, and after a failed left-to-right fem-fem bypass, the patient had a right above-knee amputation. The medical director noted that the patient tested positive for hits (heparin induced thrombocytopaenia syndrome) and explained: ¿ it is a rapid-onset sudden depletion of platelets, coupled with severe or catastrophic bleeding.¿ the patient died but no specific cause of death is given. The medical director pointed out that there is no information of the secondary procedure on the left side. The medical director summarised the information available as bilateral type ib endoleaks in a patient that had a zfen procedure done 10 years earlier. These were treated with secondary intervention to prevent impending aaa rupture, but the right secondary intervention failed (thrombosis of the new zsle, failed fem-fem crossover bypass, amputation, and eventual death.) And no mention of any problems with left side repair. The medical director stated that the initial type ib endoleaks would have been due to 10-year progression of the patient¿s aneurysmal disease, with dilatation of the iliacs beyond the sealing point of the original grafts. The device history record could not be reviewed as the lot numbers are unknown. The photos taken of the complaint device during manufacture and the charts approved could not be reviewed as the lot numbers are unknown. Review of the instructions for use (IFU) currently supplied with the device states: 4.1 general use information the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin, 5. Adverse events potential adverse events that may occur and/or require intervention include, but are not limited to: - endoleak there is no evidence to suggest the customer did not follow the IFU. This is a known potential adverse event as described in the IFU. A definitive cause could not be determined from the investigation based on the available information. Based on the medical director's assessment the disease progression seems to have caused type ib endoleaks, presumably due to the common iliac arteries dilating. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Manufacturer narrative:
Please note that this event was previously reported by another manufacturer under #1820334-2025-01504. During the investigation, it was established the device was an unknown zenith fenestrated aaa endovascular graft distal bifurcated body device manufactured by william a cook australia pty ltd. The device remains implanted. No medical imaging was received to assist with the investigation. Three requests for additional information were made, but no additional information was received. The information available was reviewed by the medical director who stated that based on the index procedure being performed more than 10 years ago, two assumptions had to be made. It had to be assumed that the zfen-d was deployed with the long limb on the patient¿s left side, and this sealed directly into the left common iliac artery. It also had to be assumed that no zsle or other iliac limb graft was used on the left side but there was an zsle of unknown specifications used on the right side between the zfen-d short limb and the common iliac on that side. The medical director noted that both sides (right zsle and the left long limb of the zfen-d) developed type ib endoleaks, and stated that: ¿the secondary intervention was done for impending rupture of the abdominal aortic aneurysm (aaa) due to the endoleaks, and presumably the ¿impending¿ nature of the situation was due to rapid recent expansion of the sac due to the endoleaks.¿ the medical director commented that the secondary intervention on the right side involved putting another zsle from the old one down through the common iliac into the external iliac, after coil embolization of the internal iliac to stop any back bleeding. The whole right sided repair blocked about 4-5 days after the procedure, and after a failed left-to-right fem-fem bypass, the patient had a right above-knee amputation. The medical director noted that the patient tested positive for hits (heparin induced thrombocytopaenia syndrome) and explained: ¿ it is a rapid-onset sudden depletion of platelets, coupled with severe or catastrophic bleeding.¿ the patient died but no specific cause of death is given. The medical director pointed out that there is no information of the secondary procedure on the left side. The medical director summarised the information available as bilateral type ib endoleaks in a patient that had a zfen procedure done 10 years earlier. These were treated with secondary intervention to prevent impending aaa rupture, but the right secondary intervention failed (thrombosis of the new zsle, failed fem-fem crossover bypass, amputation, and eventual death.) And no mention of any problems with left side repair. The medical director stated that the initial type ib endoleaks would have been due to 10-year progression of the patient¿s aneurysmal disease, with dilatation of the iliacs beyond the sealing point of the original grafts. The device history record could not be reviewed as the lot numbers are unknown. The photos taken of the complaint device during manufacture and the charts approved could not be reviewed as the lot numbers are unknown. Review of the instructions for use (IFU) currently supplied with the device states: 4.1 general use information the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin, 5. Adverse events potential adverse events that may occur and/or require intervention include, but are not limited to: - endoleak. There is no evidence to suggest the customer did not follow the IFU. This is a known potential adverse event as described in the IFU. A definitive cause could not be determined from the investigation based on the available information. Based on the medical director's assessment of the information available, it is possible that long-term progression of the patient¿s aneurysmal disease over the 10-year period, resulting in dilatation of the iliac arteries beyond the sealing point of the original grafts, contributed to the development of the type ib endoleaks. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Should additional information be received at any time in the future the investigation may be updated, and an additional report may be supplied.

Event description:
Please note that this event was previously reported by another manufacturer (cook incorporated) under #1820334-2025-01504. During the investigation, it was established the device was an unknown zenith fenestrated aaa endovascular graft distal bifurcated body device manufactured by william a cook australia pty ltd. It was reported that an emergent procedure of an approximately 10-year-old zenith fenestrated (zfen-d) repair was performed on (B)(6) 2025. It was reported that the original zfen procedure was completed approximately 10 years ago and the left side was sealed with an unknown zfen-d. The right-side limb was a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). It was reported that the iliac disease had advanced and there were bilateral type ib endoleaks that were treated due to an impending rupture. One side was embolized and extended into the external iliac. It was attempted to seal the common iliac with a plan to use a zenith branch endovascular graft iliac bifurcation (zbis) if required as this side was not emergent. It was reported that one side went down. The physician attempted to salvage and open the side but was unsuccessful. The physician performed a fem-fem bypass that failed followed by another bypass. This resulted in an above the knee amputation. Initial blood work did not come back hit positive, but it was later confirmed that the patient was hit positive. It was reported that during the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zsle-11-107-zt, lot 15805573 was used on the right to extend into the right external iliac. There was no issue with deployment and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for 24 hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion (right zsle-11-107-zt, lot 15805573) was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and fem-fem bypass) for the occluded right zsle-11-107-zt, lot 15805573 was completed, an amputation was completed (date unknown) and another bypass was completed. It was reported that the patient died on (B)(6) 2025 or (B)(6) 2025.